Manufacturer narrative:
Concomitant product: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
Information was received from a healthcare provider in regard to a patient receiving fentanyl concentration 100 mcg/ml at 50 mcg/day via an implantable infusion pump. The indication for use (IFU) was listed as spinal pain. On (B)(6) 2016 a bridge bolus programmer error occurred. The drug concentration was entered incorrectly as the old drug desired dose. A bridge bolus was being performed to change the fentanyl to dilaudid concentration 10 mg/ml at 1 mg/day. The error was caught immediately after update. The programming error was corrected. No patient symptoms reported. The device serial number was not provided. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.